Event description:
It was reported that during a peripheral intravascular procedure, the wire broke at the proximal end and was removed without incident. Upon removal it appears as if the coating has come off. Pt status listed as "okay".